Event description:
Customer's healthcare provider reported the insulin pump had weak buttons and the case was damaged. Customer's blood glucose was not known. The device will not be returned for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.